Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. The rn noticed intermittent air bubbles in the kvo IV line below guardrail while she was IV pushing premedication without hearing any alarm from the machine. The rn stopped the infusion and opened the guardrail channel, noticed the leakage at blue safety clamp site. The tubing inserting inside the safety clamp loosened, popped out with light pull.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.